Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-nov-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 11-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain and loss of efficacy following implantation of the vectris mrics compact lead and intellis sensor implantable neurostimulator system. Reprogramming attempts were made but did not restore efficacy. An x-ray was performed, which identified that one lead had migrated back down to the entry point. The entire system was explanted and replaced with a new system, including a paddle to address lead migration and a new battery to address positional changes. No patient complications have been reported as a result of this event. The issue was resolved.